Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via crts (customer response tracking system) and a physician letter regarding a (B)(6) female patient receiving morphine (unknown) via an implanted infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. On (B)(6) 2015 the patient presented at the hospital and "appeared to be" overmedicated. The patient was groggy, sleep, and "looked medicated." The reporter did not know if or when any change occurred prior to arrival at the hospital. The pump was interrogated; no actions were needed to resolve the reported symptoms. Per the hcp, the issue was resolved. No drug concentration/dose or cause of the issue was reported. If additional information is received a follow up report will be sent.